Event description:
It was reported that plunger error occurred before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "crna noticed broken plunger before we used another syringe."

Manufacturer narrative:
H.6. Investigation summary: ten (10) samples and one (1) photo were provided by the customer for investigation. Nine (9) samples were received in unopened blister packs and one (1) sample was received opened and removed from the blister pack. The returned samples were visually examined using unaided vision and it was observed that all ten (10) of the returned samples had damage to the thumb presses with pieces of the thumb press being broken off of each plunger rod. It was also observed that in the nine (9) returned samples which were unopened that the broken pieces of the plunger rod thumb press could be seen indicating that the damage occurred after the syringes were packaged in the blister packs. Additionally, one (1) photo was also provided by the customer for investigation. The photo shows a row of four (4) blister packs. It can be seen that the thumb press has been damaged on the three (3) syringes which can be seen. As the nine (9) returned samples which were unopened all showed similar damage and all had the broken pieces of the plunger rod thumb press in the package it is likely that the row of four (4) blister packs came in contact with a hard surface after the syringes were packaged into the blister packs. However, as the case that the blister packs were packaged in was not returned and as these samples have seen additional handling it cannot be determined where the damage occurred and definite root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "crna noticed broken plunger before we used another syringe."